Event description:
The manufacturer received information that a trilogy 100 ventilator device was returned to a third-party service center for service. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician reviewed the error logs and found the device had error code e193 r ventilator service required (err_perm_fail_int_li_ion) and e210 call undervoltage (err_tda_cell_under_voltage_int_battery_log _only). The internal battery will need to be to be replaced to address the issues. Additionally, the handle kit was cracked, the power cord clamp was missing, the rubber feet were missing, the handle o-ring kit were missing, the front case was cracked, the base enclosure kit was cracked, and the labels needed to be replaced.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. The reported failures of err_tda_cell_under_voltage_int_battery_log _only and err_perm_fail_int_li_ion are accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.